Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2014. The cause of death was cardiac arrest due to gastrointestinal bleeding, renal failure, hypovolemic shock, diabetes mellitus, chronic pancreatitis, and gerd (gastroesophageal reflux disease). The caller stated that the customer had runny and purple bowl movement. The caller took the customer to the hospital. They could not get the customer to lay still long enough in order to do an MRI scan. The customer vomited blood, and by that time was passing away. The customer's blood glucose, at the time of passing, is unknown. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not. The caller stated that the insulin pump cannot be returned because it has been donated to an endocrinology/diabetes center.